Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem¿s user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer was filling over-filling the cartridges, and not performing the air removal step during the load process. Customer reloaded the original cartridge to resolve the issue. Customer¿s blood glucose level was 400 mg/dl.